Event description:
Analyzed concentrator due to drop in patient's oxygen saturation. The concentrator showed 4 liters per minute, and normal light was on. No alarms were sounding. Concentrator analyzed at 21%. There was no oxygen coming from concentrator.